Event description:
The customer reported that the workstation powered up but not the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the s-ram card and tested the computer functions. The system was tested and found to be working as intended and put back in service.